Event description:
Information received by medtronic indicated that the insulin pump alarmed critical pump error. Customer reported that they received the open book image on the insulin pump screen. No harm requiring medical intervention was reported. The insulin will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged critical error alarm (open book), possible moisture damage and alarm for insulin pump error 35 found on 30-oct-2021. Insulin pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Unable to download the insulin pump history and traces using the thus software due to blank display. Insulin pump was cut open to perform visual inspection and found moisture damage on the electrical board 1 and electrical board 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked keypad overlay, missing display window/cover, cracked case (battery tube), end cap label peeling. In summary, unable to confirm customer¿s alleged critical pump error alarm (open book) due to blank display. Blank display was confirmed due to severe corrosion on the electrical board connector¿s solder joints on electrical board 1 and on the j1 connector's solder joints on electrical board 2. Unable to download confirmed due to blank display. Additionally, unable to confirm customer¿s alleged insulin pump error 35 due to blank display. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.